Event description:
During a breast augmentation procedure, the surgeon placed the light guide cable on the pt drape resulting in a 3 mm superficial burn to the pt's ankle. The procedure was completed with the same equipment and no treatment was required.